Event description:
Hcp reports on 7/20/2006, the pt was seen for f/u with regard to a spinal cord stimulator wound infection. The pt had been on cipro and was tolerating it well, although they had experienced nausea from it in the past. The pt was experiencing right upper extremity pain and an electrical sensation in the chest and arms, which makes it difficult to breath. The device has to be turned off at which point the underlying pain initially being treated returns. Other external stimuli trigger the same response. If the device is on when the pt goes to work at the store, the pain surge is elicited as soon as the pt enters the store. On exam, there is some tenderness with compression of the pocket. No fluid, redness, or other signs of infection. The area of the lead incision in the upper neck also appears normal. The hcp states "our impression is that she has a wound infection which is controlled." There is some question whether the infection being treated might be contributing to the other pain. The pt will be seen at another clinic for troubleshooting of the electrical type pain. The pt will be scheduled for stimulator lead and generator revision I nthe near future.